Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5164662.

Event description:
Voluntary medwatch received states the patient's right ventricular lead was found to have high defibrillation impedance and fracture. No intervention or adverse patient consequences were reported.